Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins is not turning off. The patient programmer (pp) is showing the ins is off but it doesn't feel like the stimulation is off. Information regarding residual stimulation was reviewed with the patient. Patient got upset because the patient services agent was not able to tell her when she will stop feeling the stimulation and hung up the phone. No further information could be collected and no further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient has been unable to turn the stimulation off for the past 6 weeks. The patient also claimed that stim turns on randomly by itself and it stays on for 14 hours and won't turn off. The rep attempted to turn stim off with their clinician programmer, but they were unable to. The patient has tried to turn the stim off in the past with no results. The patient feels stim in their back, down both legs, and in their feet. The patient decreased stim to 0.0v, but the patient was still feeling stim. The programmer showed stim is on and they tried to turn it off, but they were unable to. The rep interrogated the device with the clinician programmer and it said that stimulation was off and there was no lightning bolt. The calendar had no data as the ins had already been interrogated with the clinician programmer that day . It was reviewed that if the ins is off and the patient was still feeling stim, it was likely unrelated to the device and may be an unrelated medical issue. The patient was directed to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported there was no change in activity level or programming. Patient occurred approximately august 3rd. Patient stated they were not offered any other solutions or options. Patient reported the rep stated if the pp showed off then it was off. Patient stated they did not turn it on as often as needed because the only way to stop stimulation was to lie down for several hours. Issue was not resolved.